Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device takes approximately 45 seconds to power on. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation. The reported problem was verified during evaluation and attirbuted to a defective front enclosure assembly. The front enclosure assembly was replaced to resolve the complaint. The device was recertifed and returned to the customer. Analysis of reports of this type has not identified an increase in trend.